Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.0, 2nd inr: 1.9, mean: 1.45, sd: 0.64, %cv: 43.89. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparisons met precision criteria. Investigation results from a previous case: donor 1: return: 2.4, in-house1: 2.4, in-house2: 2.8, %cv: 9.11. Donor 2: 2.1, 1.9, 2.0, 5.0. Since %cv for both donors fall below precision threshold of 20%, precision criteria was met. No further investigation required. Per issue, pt is taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (eg., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." As of 2/18/2011, twenty-two discrepant result complaints were reported for lot # 237433, yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.0, 1.9.